Event description:
It was reported the that the keypads failed and needed to be replaced. Although requested, no additional information was provided.

Manufacturer narrative:
The customer report that the keypads failed and needed to be replaced was confirmed on 16 out of the 20 received keypads.

Manufacturer narrative:
The customer report that the keypads failed and needed to be replaced was confirmed on 16 out of the 20 received keypads. During internal inspection on all received keypads it was found that there were signs of fluid ingress where the flex cable meets the circuit layer. No logs were provided or deemed necessary. Maintenance test results for the keypad of sn (B)(6) showed all keys functioned properly. Keypad turned on automatically upon being plugged in. The front case keypads were connected a test fixture for functional testing. Two keypads passed successfully with all keys functioning as expected. 4 out of the 18 received keypads, when the keypad was installed on the test fixture, the device automatically powered on and the keypad system on light stayed lit. This has been identified as a ¿watchdog error¿. Further internal inspection of the keypad circuit layer found signs of contamination. 11 out of the 18 received keypads, when the keypad was installed on the test fixture, the device automatically powered on. All keys functioned properly as expected. 1 out of the 18 received keypads, failed to turn on via the power on button. After powering on through the keypad test fixture, all keys functioned properly. The keypad was tested to determine if there a complete path when the ¿system on¿ key is pressed. The dmm did not emit an audible response indicating is did not detect a complete path. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed, and bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the sn (B)(6) service history record showed the device had a manufacture date of 06/14/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/12/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported the that the keypads failed and needed to be replaced.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the that the keypads failed and needed to be replaced. Although requested, no additional information was provided.